Event description:
Event identified as part of a retrospective clinical study. Patient diagnosed with radiculopathy, stenosis, back & leg pain (greater than 6 months), right and left haffman: present (greater than 6 months). At 4 weeks post op the subject had onset of left leg and foot pain. The surgeon discussed removing cage with maintaining pedicle screws in position. At 2 months post operative the subject underwent a revision surgery. This event was continuous, had moderate symptoms, was serious, and had a possible relationship to the subject device. Hospitalization was required (patient spent 4 days in the hospital) but the patient recovered without sequelae. The revision surgery was done due to s/p lumbar fusion, abnormal MRI, lumbar spine radiculopathy, and scoliosis with subsidence.

Manufacturer narrative:
The event was identified as part of a retrospective clinical study and was investigated without the impacted device. No lot information was made available; therefore, a lot-specific device record review was unable to be conducted. A historical data review concluded no identified trends. The clinician determined that the subject was radiographically healed and returned to normal activity at 17 months post-op with no further complications. The root cause cannot be established with the available information. If further relevant information becomes available, a supplemental submission shall be made.